Event description:
It was reported that the coverglass of the laparoscope insertion section is cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to the repair center and was evaluated. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.